Event description:
It was reported that the patient presented for an implant procedure. It was noted that the pacemaker went into backup vvi. The pacemaker was not used and replaced during procedure. The patient was discharged post-procedure.

Manufacturer narrative:
Further information was requested but not received.